Manufacturer narrative:
Preliminary risk assessment indicates: severity preliminary 3 (critical). There is no mistreatment possible. A failed send command from rtt to assist does not cause a mistreatment. The pt is identified by the pt quadruple. Even if two pts have the same uid it will not happen that two different pts are mixed up. Probability: preliminary na. See classification of severity. No other products are concerned.

Event description:
A potential product issue has been identified with our artiste mv linear accelerator and its associated syngo rt therapist system. In the abundance of caution this issue is being reported. We were notified by our customer that a pt plan could not be loaded into our rtt assist system. The customer prepared the pt and treated the pt two times. The root cause of the problem is that the treatment planning system is supposed to generate a unique identifier number for each pt. In this case the treatment planning system did not.